Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 44 mg/dl. Cause of low bg was unknown. Customer consumed glucose tablets to address bg. Customer alleged that the control iq software delivered a correction bolus inappropriately resulting in the low bg, however upon review it was found that the control iq feature was working and suspended insulin appropriately.